Manufacturer narrative:
The device was returned to olympus for inspection. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the organic silicone detected as a foreign substance within the a/w channel is not a component derived from the endoscope itself, but rather from a pharmaceutical agent (such as a defoaming agent). Possible causes of this foreign substance adhesion include the use of substances other than sterilized water, insufficient preliminary cleaning and rinsing of the tubing, and inadequate drying due to buttons not being removed during endoscope storage. The event can be detected/prevented by following the instructions for use which state: gif-1200n instruction manual, chapter 3: preparation and inspection, 3.3 endoscope inspection, 3.8 inspection of compatibility with related equipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, a foreign object was found in the air/water channel inside the control section. There was no patient involvement.